Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached, and the working length was bent. Dimensional inspection noted that the depth of the distal and proximal screws was less than the permitted tolerance. Also, the side car rx was pushed back approximately 5.0 mm which is out of specification. Under microscope magnification, the handle cannula has drag marks of the fastening screws. The reported event was confirmed. Based on all available information, the most likely cause is attributable to a manufacturing deficiency. Due to the condition of the proximal and distal the screws, the proper fastening is not given (the depth was measured at 4 different points and all of them were out of specification), so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws as a consequence. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback and working length bent could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the cause code is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2022. During preparation, the basket failed to close. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the side car rx was pushed back and the handle cannula was detached/separated; therefore, this is now an MDR reportable event.